Event description:
It was reported that upon insertion of the rv dfl coil electrode into the header the pin could not pass through the screw mechanism. Several attempts were made withdrawing and screwing the screw and applying silicone oil. All unsuccessful. This device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported set screw anomaly was confirmed in the lab. In the lab, a test lead would not insert into the v-bore because the vtip set screw was inserted too far, blocking entry of the test lead. After the vtip set screw was backed off, a test lead could be inserted into the v-bore. No other anomaly with the other set screws or bores were observed during eval. Test leads inserted into all bores and the bores measured within specification.